Manufacturer narrative:
Device was used for treatment, not diagnosis. A review of the device history records was performed and no complaint related issues were found. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn.

Manufacturer narrative:
This device is used for treatment, not diagnosis. The fact that the material is standard across all product lines and that the plate design elements are utilized in a wide variety of plates, it is unlikely that the design of the plate was a contributing factor in this failure. As such, this complaint is determined to be invalid from a design perspective. The event was a non-union. The date of event is unknown. Placeholder.

Event description:
It was reported there was a plate removal. It was a bone grafted non-union. A new plate was implanted. The patient had delayed healing with decreased rom. This is report 1 of 2 for complaint (B)(4).